Event description:
Clinical study. It was reported that 349 days after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, 15mm long portion with moderate tortuosity in a saphenous vein graft located in the proximal right coronary artery (prox rca) . The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 4 days later on plavix and aspirin. At 349 days after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was ventricular arrhythmia and the target vessel was not involved.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.